Event description:
It was reported that during initial setup the dexcom g7 cgm failed to pair with the ilet, generating a pairing failed alert and resulting in no alerts or notifications from the cgm; troubleshooting included toggling cgm model selection, restarting the ilet, and ultimately guiding the user through a sensor change and reinitiation of pairing and warmup, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.